Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer's blood glucose level was 129 mg/dl. Customer stated that she was changing her infusion set when the motor error alarm occurred. Customer took out the battery and received a motor position encoder error alarm. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
No motor position encoder error alarm noted in history file. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, cracked reservoir tub and minor scratches on lcd window.